Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the correct date of event. The date of event was initially reported as (B)(6) 2015. The date of event for this complaint is (B)(6) 2015.

Event description:
The user facility reported that the actual device was deformed and damaged. Follow up communication with the user facility reported the following information: a competitor's stent was implanted in the lesion; the actual sample was withdrawn through the stent; it felt as though the actual sample was being caught in an object; the actual sample was further pulled out of the patient; and it was then found that the distal segment had been deformed and damaged.

Manufacturer narrative:
The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the shaft had a kink at approx, 75mm from the distal end. Magnifying and electron microscopic inspections revealed that the outer layer had been sheared off partially on the kinked segment. No other anomaly was revealed in these inspections. The hydrophilic coated segment was confirmed to be on the normal level. The kink resistance was determined and confirmed to meet the specifications, being comparable to that of the current product sample. The outside diameter was measured and confirmed to meet the specifications, being comparable to that of the current product sample. Simulation testing was conducted: the shaft was subjected to a 180-degree bending force at approx. 75mm from the distal end. The state very similar to that of the actual sample was duplicated; a test sample was let to have contact with a sharp tool on the ptfe coated segment by pushing the ptfe coated segment against the sharp tool. In this state the test sample was pulled in the proximal direction. The coating was sheared off the shaft and some sheared portions came off the shaft. From this result, it is likely that the damage was generated on the actual sample when the actual sample was pulled in the proximal direction. The production lot number was not provided by the user facility, which prevented a meaningful review of applicable quality records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the actual sample was subjected to a force which exceeded the strength limit of this product. The potential for such an event is addressed in the instructions-for-use with statements such as the following: "do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion potion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).